Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to hyperglycemia. The customer's blood glucose reading was 32.9 mmol/l at the time of the event. The customer was pregnant. Prior to the event, the insulin pump alarmed no delivery repeatedly. The customer tried taking manual injections, but her blood glucose remained high. Nothing further was reported.